Event description:
It was reported that the pump paused as indicated by orange light on channel, however there were no nursing staff in patient's room nor any audible alarms going off. While pump was still on pause at 0524, the nurse confirmed with remaining staffs about checking the patient's "infusion verify" in erecord. When the clinician returned to the patient room, the infusion was restarted and running. However no one entered the room to perform this action. The pcu is running 12.1.3.6 software and the pump module is running 12.1.2.79 software. There was no information on patient harm. Although requested no further information was provided.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump paused as indicated by orange light on channel, however there were no nursing staff in patient's room nor any audible alarms going off. While pump was still on pause at 0524, the nurse confirmed with remaining staffs about checking the patient's "infusion verify" in rerecord. When the clinician returned to the patient room, the infusion was restarted and running. However no one entered the room to perform this action. The pcu is running 12.1.3.6 software and the pump module is running 12.1.2.79 software. There was no information on patient harm. Although requested no further information was provided.

Manufacturer narrative:
The actual date of event is unknown. Correction: unique device identifier (UDI)#. Additional information: imdrf annex b code and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue of an pump paused, no alarm was not determined because no products or device logs were returned.